Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The field service engineer (fse) evaluated the device. The issue was confirmed. The ventilator had a large deviation of moisture and leakage of air in the loop. The fse corrected the leakage. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to service this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported mischievousness was not normal. The ventilator was not in use on a patient at the time of the event occurred.